Event description:
It was reported the light source caused a communication error (error b30). According to the customer, the issue occurred during customer reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the event occurred due to a contact failure of the scope connector. Olympus will continue to monitor field performance for this device.